Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not be conclusively determined through this evaluation. It was reported through the patient outcome that the patient passed away. The cause of death was unknown, and an autopsy was not performed. The device was not explanted and will not be returned for evaluation. Information was not provided by the customer of the outcome was device or therapy related. The patient passed away on (B)(6) 2019. No product is available for investigation. The hm3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown.